Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad broke while surgeon was impacting femur during knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part had cracked. Visual inspection confirmed that the instrument was gouged at several areas, also noted there were scuff marks, cracks and general wear on the returned impaction surface indicative of use. The instrument has a potential field age of approximately 3 years 4 months. It is unknown how many times this device had been used during that time. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been further reported that the impactor pad was broken in the sterile processing department.